Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c154dwk implantable cardioverter defibrillator (ICD) (B)(6) 2009; 4196 implantable pacing lead (B)(6) 2009; 55554 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead pacing impedance had risen gradually and remained high. The lead remains in use and no patient complications have been reported as a result of this event.